Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. A DHR for the subject device was performed; it was confirmed that the logics had been carried out for the software ver of fpga on november 28, 2011. It was confirmed that there were no other manufacturing abnormalities or variations. The legal manufacturer performed an investigation. A conclusive root cause was not identified. A possible cause, as identified by the legal manufacturer, is corrosion of the contact point of the video connector, making it impossible to make a stable connection with the scope, resulting in the reported failure. As stated in the instructions for use as a preventive measure: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts are wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."

Manufacturer narrative:
The device was returned for evaluation. The reported event was confirmed during functional testing. Visual inspection found moisture stains inside the video connector which likely caused the reported event. Additionally, the device was equipped with an older version of the software. The most likely cause of the event was due to maintenance. Engineers contacted the customer and advised the customer to keep the unit dry.

Event description:
Olympus received a complaint from the user facility stating that during preparation for use, the device was showing weird color lines on the live image. There was no patient involvement.